Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24x40mm, non-abbott balloon. During the procedure, on the second attempt to recapture the valve to achieve a better position, difficulty was encountered when turning the deployment/re-sheath wheel, and it was observed to be at its end of travel. It was pulled into the descending aorta, and a micro-adjustment wheel was used to close the gap, but the valve didn't encapsulate completely into the capsule. Ds was removed from the patient's anatomy, a new 29mm navitor vision valve was selected for implant using a new large flexnav ds. The valve was able to be implanted with positive outcome. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, the patient was discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a retraction problem was reported. The device was not returned for analysis to rule out any device related issues. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported retraction problem could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.